Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had been leaking a dark green liquid over the past few weeks. A small puncture/tear was noted in the cable with a small amount of dark green liquid coming out. The patient denied any damage to the equipment. The controller was exchanged.

Manufacturer narrative:
Section d6a: date of implant was inadvertently provided in previous report. Implant date is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported events of damage to the black power cable and fluid ingress within both power cables were confirmed. The returned system controller (serial number (B)(6)) was observed to have a small puncture in the black cable near its connector-side bend relief upon arrival. The controller was functionally tested and was found to perform as intended despite the observed damage. The controller¿s power cables were opened, and dried dark green liquid was observed within the black cable while active dark green liquid was observed within the white power cable. The controller¿s housing was also opened; however, fluid ingress was not observed within the housing, narrowing the fluid ingress down to the power cables. A log file was also extracted from the controller during testing, containing data spanning approximately 8 days ((B)(6) 2022 per timestamp). No atypical events regarding the controller were observed. The green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The observed puncture within the black power cable could have contributed to the fluid ingress within the cables by allowing fluid to enter the assembly; however, the root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.